Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he needed his device removed. The patient reported that the reason for explant was that it didn¿t work. The patient reported that the therapy wasn¿t doing anything for his pain at all. The patient also reported that it was just ¿killing¿ his back. The patient reported that the pain was excruciating in that area and was getting worse. The patient reported that he needed to get the device out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient tried resetting the recharger 5 times, but that isn't helping. The patient needed an MRI for an infection that was unrelated to the device/therapy. The patient said he needed to charge the device first. The last recharge was a couple of months ago. The patient said the device hasn't been doing anything for him to help the pain, so he just left it alone. The patient said he wants the device taken out and was working with his healthcare provider (hcp) to do so. The reported pain was in all of the patient¿s extremities. No further complications were reported.